Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 30-jun-2021. The medical event associated with this complaint occurred on (B)(6) 2021 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported receiving a "replace sensor" message on the day of wearing the adc freestyle libre sensor and was therefore unable to test. Customer experienced a loss of consciousness, however was able to regain consciousness and self-treat with sugar water provided by her husband. There was no report of death or permanent injury associated with this event.